Event description:
Reporter noted two different probes wouldn't work after testing. Found no compressed air flowing; rebooted system to resolve. Probe wouldn't cut, but did aspirate and incarcerated vitreous. No injury occurred, but felt there was a potential for retinal detachment.